Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate anti-tachycardia pacing (atp) that accelerated the patient's rhythm. The rhythm was converted after the device delivered the second shock. The device remains in use. No adverse patient effects were reported.